Event description:
Information received from the field does not address the patient's clinical status but notes a lead impedance mea- surement anomaly. At a follow-up visit, the ventricular lead impedance was measured at 1423 ohms. At a subsequent follow-up one week later, lead impedance measurements varied. Because of good thresholds and sensing, the device will remain implanted and follow-up will continue.